Event description:
During a pci procedure, the balloon ruptured at 6 atms. (The number or inflations and to what atms is unk). The lesion being treated was a calcified, 99% stenotic lesion in a very tortuous distal lad. No patient injuries or complications were reported.